Event description:
It was reported that when using one (1) bd vacutainer® push button blood collection set, blood leaked out of the cracked barrel. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: b.1. Date of event: 21-oct-2025 investigation summary: bd had not received any samples or photos for investigation. A visual inspection was conducted on 10 retained samples, and no cracked samples were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: cracked product/component. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
D2b: additional medical device type: fpa. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using one (1) bd vacutainer® push button blood collection set, blood leaked out of the cracked barrel. No adverse impact was reported regarding the patient or user.